Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/5/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unk. What tissue was being sutured when the event occurred? Subcutaneous tissue of incision. Was additional dissection required in other organs/tissues other than the target tissue? Unk. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information: unk. Was any other tissue damaged as a result of searching the needle? Unk. What measures were taken to retrieved the broken piece? Please refer to the event description.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/3/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received one unopened sample that pertain to product code vcp316h. In order to evaluate the condition of the returned sample, the sample was opened, the swage and attachment area was as expected. The tip and body of the needle were examined under magnification and no defects or needle breakage were found. In addition, the sample was tested by resistance test to needle and met the requirements. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Was any other tissue damaged as a result of searching the needle? What measures were taken to retrieved the broken piece? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic right salpingectomy procedure on (B)(6) 2023 and suture was used. The needle broke when sewing the fat layer of umbilical incision. X ray was used to look for and remove the broken needle from patient. The surgery was delayed for about 3 hours. The patient is currently stable.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/24/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was identified as product code vcp316h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of sample revealed the fracture was predominantly intergranular, which is evidence of a brittle fracture mode. This was a non-ductile fracture. The needle exhibited amounts of intergranular failure. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.